Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and camera cables were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image is dark in the lateral position during a case on the 9800 system. No pt injury was reported.